Manufacturer narrative:
The investigation confirmed a discordant (B)(6) vitros ahbc result from a patient sample using a vitros 3600 immunodiagnostic system. The definitive assignable cause of the discordant vitros anti-hbc (B)(6) result could not be determined. Based on historical quality control results for vitros anti-hbc reagent lot 2370, there is no indication a reagent related issue contributed to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros anti-hbc reagent lot 2370. To rule out the possibility of a sample interferent, the customer treated the affected sample with a non-specific antibody blocking tube (nabt) and then tested the treated sample with the vitros ahbc assay. The nabt treated sample result was also vitros ahbc (B)(6), indicating that non-specific antibody interference did not contribute to the discordant (B)(6) vitros ahbc result. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained a discordant (B)(6) vitros ahbc result from a patient sample using a vitros 3600 immunodiagnostic system. Sample result of (B)(6) versus the non-vitros (diasorin liasion instrument) result of (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant (B)(6) vitros ahbc result was not reported from the laboratory. There was no allegation of actual patient harm. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).